Manufacturer narrative:
Insulin pump passed operating current and displacement test; however, insulin pump received a compromised force sensor alarm during prime/delivery test at 4 lbs and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 297 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed more than one motor error alarm within the last thirty days. Customer was advised that insulin pump would need to be replaced.